Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedances when configured tip to ring ,however when configured tip to coil the impedance measurements were normal. This rv lead is connected to an other manufacturer device. Technical services noted that when configured tip to coil the pacing impedances, sensing, thresholds and shock impedances were normal. It was also observed there was no noise on the rv lead. This lead is 15 years old and at this time remains in service. No adverse patient effects were reported.